Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer was hospitalized on an unknown date due to hyperglycemia. Customer's blood glucose level was 450 mg/dl at the time of incident. Customer was treated with manual injections for high blood glucose level. Customer did not mention nay symptoms related to high blood glucose level. Customer stated that insulin pump had failed battery alarm after receiving a new battery cap. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to verify software due to constant battery failed alarm. Device received with a constant battery failed alarm, problem isolated to the electrical board. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to constant battery failed alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.